Manufacturer narrative:
Return of the suspect transducer and naim board is anticipated. Evaluation of the transducer and naim will be included in a follow-up report upon their return and investigation completion.

Event description:
A customer reported an ie33 ultrasound system with an x7-2t transducer displayed an error message requiring a system restart during an open heart procedure. The procedure in progress was completed successfully using a different system and probe available at the customer site. The suspect transducer and naim board were replaced to repair the system. There was no patient or user harm associated with this event.

Event description:
A customer reported an ie33 ultrasound system with an x7-2t transducer displayed an error message requiring a system restart during an open heart procedure. The procedure in progress was completed successfully using a different system and probe available at the customer site. The suspect transducer and naim board were replaced to repair the system. There was no patient or user harm associated with this event.

Manufacturer narrative:
The philips service engineer confirmed the issue was not related to the transducer since a replacement transducer also failed prior to ultrasound system repair. The suspect naim board was returned to philips for evaluation. An investigation was performed by product engineering to assess the reported issue. The evaluation findings determined a power monitor fault in the naim board was the root cause of the ultrasound system error. The repaired ultrasound system is in use at the customer site with no similar issues reported.